Manufacturer narrative:
Date of initial report: may 15, 2008. The incident device was returned, evaluated and found to function within spec. Add'l tissue testing was done on porcine kidney tissue by making multiple seals of various sizes. All seal cycles were completed satisfactorily.

Event description:
The report stated that the ligasure impact was in use during an esophagogastrectomy and was cycled through a complete sealing cycle with an end tone, but that the pt's tissues were not completely sealed. The pt had slight bleeding from this, but did not require a transfusion. This happened on multiple vessels, so the surgical team switched to a new ligasure impact handpiece and another forcetriad energy platform. The forcetriad was set at 3 bars of power for the whole case.